Manufacturer narrative:
Additional information received at smiths medical (B)(6) 2021: no patient involvement with these pumps. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device was intact except for a damage to the air detector sensor. The customer stated problem was duplicated. Testing was performed, the device failed air detector test and also found it physically damaged. It was determined that the air detector sensor was inoperable due to damage. The air detector sensor was replaced. The cause of the reported problem was traced to user manipulation of the device. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited air in line. No adverse effects were reported.